Event description:
It was reported that a pump was filled on (B)(6) 2014, and was running in simple continuous. On that fill date, elective replacement indicator (eri) was 48 months, the low reservoir alarm volume was 2.0ml and the low reservoir alarm date was (B)(6) 2014. The patient returned on (B)(6) 2014 (she missed her earlier refill appointment). The expected reservoir volume was calculated at 0.0ml, and there was 3.5ml of old drug removed from the pump. The pump was infusing meperidine and baclofen. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).